Event description:
Boston scientific received information that the patient implanted with this pacemaker had an episode of syncope. Boston scientific technical services (ts) was consulted. It was noted that the patient had multiple premature ventricular contractions (pvcs) which were not stored in the arrhythmia logbook. It was also noted that the histogram data showed 1 to 2% right ventricular (rv) sensing at rates of 150 beats per minute (bpm) without atrial signals. Ts discussed pvc definition and that the histogram data was likely reflecting pvcs. Attempts for additional information were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.